Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter difficulty reading the screen for the last month and it is gradually getting worst. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/20/2013 device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Unrelated to initial complaint, the battery compartment was observed to be cracked at opening of battery chamber extending down to the primary seal. The test battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case.